Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." Discarded.

Event description:
It was reported that patient underwent an anterior crucial ligament reconstruction procedure on an unknown date. Subsequently, patient underwent an anterior crucial ligament revision procedure due to unknown reasons utilizing a hex screwdriver on (B)(6) 2016. During the procedure, the tip of the screwdriver fractured while the surgeon was removing the washerloc. The fractured portion of the screwdriver did not fall into the patient and the patient did not retain any foreign bodies. The procedure was completed with another screwdriver. This resulted in a delay of five (5) to ten (10) minutes.

Manufacturer narrative:
This follow-up report is being filed to correct and relay additional information, which was unknown at the time of the initial medwatch. Corrected to january 11, 2016, initial aware date of zimmer biomet employee additional information was received on march 28, 2016. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-00723 / 01384).

Event description:
It was reported that patient underwent an anterior crucial ligament reconstruction procedure on (B)(6) 2009. Subsequently, patient underwent an anterior crucial ligament revision procedure due to unknown reasons utilizing a hex screwdriver on (B)(6) 2016. During the procedure, the tip of the screwdriver fractured while the surgeon was removing the washerloc. The fractured portion of the screwdriver did not fall into the patient and the patient did not retain any foreign bodies. The procedure was completed with a competitor screwdriver. This resulted in a delay of five (5) to ten (10) minutes. Additional information received reported the patient was revised on (B)(6) 2016 due to an anterior crucial ligament tear. Operative report noted metal shavings had been visualized in an x-ray of the right knee.